Event description:
Boston scientific received information that this right ventricular lead had dislodged. A revision procedure was performed and the lead was removed from service and replaced. No adverse pt effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the leads distal part and cuttings in the insulation were noted. Bending the distal part requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, a bend in the lead's distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.